Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding and pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant) and device expulsion ("expulsion- insert located in uterus"). The patient was treated with surgery (hysterocpsocy, partial removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the device expulsion had resolved. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for device expulsion with essure. The reporter considered genital haemorrhage to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 11-apr-2019: quality safety evaluation of ptc we received a returned sample in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding and pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and device expulsion ("expulsion- insert located in uterus"). The patient was treated with surgery (hysteroscopy, partial removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the device expulsion had resolved. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for device expulsion with essure. The reporter considered genital haemorrhage to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Further company follow-up with the physician is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.